Manufacturer narrative:
Retainer ring = clear. On 09/27/2021 the customer alleged failed battery test alarm, power loss alarm, and cosmetic damage (damaged battery compartment). The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case on display window corner, cracked case above arrow and battery icon, cracked retainer, cracked case on corner of belt clip rails, and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: insert battery alarm on 09/17/2021 at 11:28:56, on 09/27/2021 at 12:49:54, 12:51:40, 12:54:28, 13:05:18. Low battery alarm on 09/17/2021 at 10:30:00, failed battery test alarm on 09/27/2021 at 12:49:54, 12:54:2, 13:02:05, power loss alarm on 10/23/2021 at 04:34:11 and 04:34:22. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected insert battery, low battery, failed battery test, nor power loss alarms during testing. In summary, customer allegation for cosmetic damage (damaged battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. Customer alleged for failed battery test alarm was confirmed. Customer alleged for power loss alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump triggered over and over battery failed alarm. There was a crack on the battery compartment. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.